Event description:
It was reported that during an idiopathic vt procedure, a small pericardial effusion occurred, it was confirmed by a transthoracic echo. No ablation had been performed yet. It was noticed that patient blood pressure dropped. The procedure was aborted. A pericardiocentesis was performed and approx 140 cc of fluid were drained. The patient's condition and blood pressure were stabilized. The patient was transferred to the ccu (coronary care unit). The physician stated that no tactile advice from the catheter was observed while it was in the rvot. The catheter was very stiff. The reporter called back to add that the physician stated that the patient has compromised left ventricle function prior to procedure, ef (ejection fraction) of 30%, which likely contributed to the acute patient drop blood pressure and the small pericardial effusion.

Manufacturer narrative:
Attempts to obtain additional information from the customer were made without success. Concomitant products: carto 3 system us catalog #: fg540000 serial #: (B)(4); cool flow pump us catalog #: cfp002 serial #:(B)(4); webster 4 pole us catalog # 107832rt lot# 15530674m. (B)(4).

Manufacturer narrative:
(B)(4). Upon receipt, the catheter was visually inspected and it was found in normal conditions. Then per the event, the catheter was tested and it passed electrical, temperature, generator, deflection and irrigation tests. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. The customer complaint cannot be confirmed.